Event description:
A 79 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support post cath lab procedures. The patient had 100% occlusion to the right coronary artery and three stents were placed. The patient received impella rp support for four (4) days when there were signs of hemolysis. The patient was supported by both rp and intra-aortic balloon pump (iabp). The patient had minimal urine output and was red in color. The medical team made the choice to explant the impella rp. The patient had care withdrawn and subsequently expired.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿